Manufacturer narrative:
(B)(4) age at time of event, date of birth - correction. Describe event or problem - additional. Correction/additional information.

Event description:
The complaint sensor was not returned to dexcom. The receiver (part number stk-gl-001/serial number (B)(4)lot number 5195777), being used with the complaint sensor, was returned on 12/08/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was received for evaluation. The receiver data log was provided by the patient. The data log was reviewed on 12/07/2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. A follow-up report will be submitted upon completion of evaluation.